Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, undersensing of ventricular fibrillation and r-wave amplitude variation were observed on the right ventricular (rv) lead. Failure to sense was also noted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.